Event description:
It was reported that during reprocessing of the mega suturecut needle driver instrument, it was noted that the cable on the instrument was broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be broken at the distal idler. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. Also observed was a frayed pitch cable at the distal idler. No damage was found on pulley and clevis. An additional observation not reported by site was that the instrument's distal pulley exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch/grip cable could cause or contribute to an adverse event if the failure mode were to recur.